Manufacturer narrative:
Concomitant product: product ID: 8840, product type: programmer, physician.

Event description:
On (B)(6) 2016, information was received from a healthcare professional (hcp) patient who was initially receiving morphine (10 mg/ml at a dose of 6 mg/day) and bupivacaine (5 mg/ml at a dose of 3 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2016, the patient had their medication changed and the hcp erroneously bypassed the bridge bolus. The hcp reported they changed the drug and the n'vision programmer (8840) did not prompt them to "bridge." Further troubleshooting was performed and it was identified the hcp changed programming to "no bolus" because they thought they were disabling the pa (patient activated) dosing by doing that. The programming had been running for 5 minutes. More troubleshooting was performed and the hcp confirmed they were able to successfully update the pump with a modified bridge bolus. There were no patient symptoms reported. The patient was now receiving fentanyl (100 mcg/ml at a dose of 19.98 mcg/day) and bupivacaine (10 mg/ml at a dose of 1.998 mg/day).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp had three programmers. Serial numbers (B)(4) were provided, though it was not specified which programmer had been used. It was indicated that there was no incident after reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.